Event description:
PICC broke off from plastic hub. Pt believes it occurred after having blood drawn at home by an rn. Breakage occurred 3 inches down from distal end of PICC, as to where blood was drawn. Lab work drawn on 2-2-99 at 12:00. PICC started leaking approx 21:00 on 2/2/99, leaking not reported. PICC broke apart approx at 15:00 on 2/3/99. PICC taped to arm to secure loose catheter. Insertion length 46.1cm, discontinued length 53cm.